Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had been experiencing ambulation difficulties, constipation, incontinence, and stomach nausea. The patient stated that stimulation surges down their leg, making it lock up and difficult to balance. The patient also reported that they have constipation from the device and have to turn stimulation down to have a bowel movement, and since implant of the device have had bladder control issues. Additionally they reported a nausea sensation in stomach. The patient reported that, their managing healthcare professional (hcp) did not think that the device should be affecting the patient with the symptoms the patient was reporting. No additional symptoms, and no additional complications were reported for this event.